Event description:
Customer reports the microsensor did not register an increase in pressure and believes the pt's life was at risk. The pt is currently in a coma and the hospital believes that this condition is attributable to the malfunctioning of the microsensor.